Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer alleged the insulin pump was over delivering. The customer's blood glucose level was 2.6 mmol/l. The customer was treated with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The reservoir will not be returned for analysis.